Event description:
The customer contacted baxter's service center regarding air in the patient line, which occurred on the homechoice during drain. The home patient (hp) saw air in the patient line. The technical service representative (tsr) advised the hp to start over with all new supplies. The hp stated that he was not sure if the patient line had been fully primed or not. The tsr assisted the hp to remove the cassette and end therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. There was not enough information provided to assign a cause for the reported condition. Should additional relevant information become available, a supplemental report will be submitted.